Event description:
Device had a red clinical alert upon nurse entering room, and even with the red clinical alert the device was continuing to run at the original programmed speed of 100ml/hr with large amount of air in the whole IV line from the patient to "brain" of pump. Air infusing with little normal saline fluid into patient. Device was turned off to immediately prevent more air from entering the patient. From memory, the red clinical alert read something along the lines of (there has been multiple air pockets that has passed the pump "brain" recently, please assess). There was a primary bag of ns running with a secondary syringe adaptor set attached. At approximately 1517, a thirty minute secondary antibiotic was programmed to infuse. The nurse entered the room again at approximately 1635 for comfort. Secondary syringe infused completely with no fluid remaining in any of the secondary line.